Event description:
In an article titled "percutaneous management of thoracolumbar burst fractures: evolution of techniques and strategy", a total of 29 patients were treated using a percutaneous technique associating balloon kyphoplasty and osteosynthesis. The first 22 patients underwent cement injection initially, whereas the last seven patients first had percutaneous osteosynthesis with partial reduction of the deformity by application of distraction force. It was noted that the cement used in the entire series was polymethylmethacrylate (pmma, kyphx, medtronic, (B)(4)) in the patients older than 50 years of age (18 cases) and phosphocalcic cement (calcibon, biomet, (B)(4)) in the younger patients (11 cases). The followings were reported in the results: two patients, a lateral cement leak was visible, with no clinical consequences. No further information was reported. Note: it is unknown if the two patients with the lateral cement leak had pmma, kyphx bone cement.

Manufacturer narrative:
Age at time of event: (B)(6). Report source: article titled "percutaneous management of thoracolumbar burst fractures: evolution of techniques and strategy", by b. Blondel, s. Fuentes, g. Pech-gourg, t. Adetchessi, p. Tropiano, h. Dufour. Follow-up with author.